Manufacturer narrative:
Common device name: ultram14 16in straight tip. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
Consumer reports having multiple utis while using the ultram14. Consumer states "his only concern with these catheters is that when he tears them he tries his best to make sure the catheter itself doesn't touch the sides of the torn outer unsterile wrapping but sometimes it can happen which can possibly contribute to his recent utis, about 5 in the last 12 months." He said he washes his hands thoroughly prior to placing gloves and even uses an additional pair of clean gloves prior just for opening the packaging of everything. He said he washes his hands again prior to placing second pair of gloves on that come in the kit. He makes sure to use the no touch sleeve on the catheter itself, keeps the catheter itself sterile prior to insertion and even has bought additional iodine swabs to also clean on his meatus prior to cathing, in addition to the bzk wipe. He also thinks his medical conditions contribute to his recent back to back utis, namely his kidney stones. His urologist just did a lithotripsy procedure on his 11mm kidney stone in his left kidney last week. For 30 days prior to that procedure he was on a low dose antibiotic cefdinir 300mg tabs started by his infectious disease doctor. He said he has had 5 utis in the last 12 months, always having had them diagnosed with a urine test at the lab - ua and urine culture. His recent back to back utis is why he is seeing infectious disease now. He is currently on amoxicillin clavulanic acid 875mg he said for 7 days since yesterday as he started having his bladder spams and urinary leaking which are his usual signs he has a uti shortly after his procedure. He said he is feeling better now on the antibiotic. He has to go back to his urologist sept for a kub and follow up with his urologist to make sure all stone fragments are gone. He is on flomax now as well to help pass those/ relax his ureter. He tries to drink plenty of water and incorporate a kidney stone prevention diet. He said he started having kidney stones since 1998 and has had 2 or 3 urethral stents placed after prior kidney stones surgical procedures. He has been cathing since 2003 when he started having bladder sphincter issues he said where he could not relax it and he was retaining urine. He then started with spastic legs and he has a neurological condition he said similar to ms that cannot be diagnosed despite him having seen specialists. He is in a wheelchair he said due to his mobility issues. He caths 7 x a day or more he said." This emdr covers the unknown number of catheters associated with the uti.